Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose over 300 mg/dl for several hours while using the ilet system with a continuous glucose monitor, without reported device alarms or sensor lot information, and the user changed infusion and related supplies as troubleshooting. Symptoms included hyperglycemia without associated clinical complaints. Outcomes included no hospitalization and self-management at home. Investigation included troubleshooting and education provided to the user regarding high glucose management. Investigation of this case revealed no confirmed device malfunction and no identifiable device component failure based on available information and user-reported corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.